Event description:
Boston scientific received information that at the pre-discharge check this pacemaker detected high out of range impedances on both the right atrial (ra) lead and right ventricular (rv) lead. Associated with this observation was loss of capture (loc) on both leads. It was suspected that there were air bubbles in the header. Surgical intervention was performed and the leads tested normally with the pacing system analyzer (psa). The device was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.